Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It has been reported by a sales rep that a patient that was implanted with a gamma 3 nail has suffered a fracture in the product.

Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection was not possible because the nail was not provided. Further information like x-rays, patient details or surgery notes were also not provided. The root cause of the nail breakage could not be determined. The IFU and operative technique include several adverse effects that can lead to implant failures like breakages, i.e. Delayed union, poor bone formation, poor bone reduction, bone diseases, intra-operative implant damages, obesity, additional trauma, heavy postoperative loads. If one or more of these adverse effects did cause or contributed to the nail fracture is very likely but could not be proofed due to missing information. Based on the DHR review a manufacturer related issue can be excluded. No non-conformity identified.

Event description:
It has been reported by a sales rep that a patient that was implanted with a gamma 3 nail has suffered a fracture in the product.